Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain two of six on the homechoice. The home patient (hp) was connected at the time of the event. The caregiver stated the hp had disconnected to use the restroom and had reconnected to the patient line. The technical service representative advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.